Event description:
Hub broke off the catheter while attempting insertion. Patient returned for routine external biliary tube exchange. The external component of existing external biliary tube fractured with minimal manipulation during passage of the procedural wire. This was sent to the manufacturer for review of possible device defect. Manufacturer response for uresil drainage catheter 10fr., uresil (per site reporter): responses do not come to risk management.